Manufacturer narrative:
This report is submitted on june 21, 2017, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic the patient experienced an infection and skin overgrowth at the abutment site. Subsequently, a skin revision under a general anaesthetic was performed on (B)(6) 2017, during an abutment change.